Event description:
The patient reportedly experienced an overly loud sensation when the battery was removed from the sound processor. External equipment was exchanged and the patient was able to hear. In 2003, the device was no longer functioning.